Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
This follow-up MDR is created to document the additional event information received for record # (B)(4). According to the available information the inflatable penile prosthesis was removed/replaced on 09/08/2020 due to incorrect sizing. Additional information received from the clinical sales representative indicated: ¿undersized implant removed. No malfunctions.¿ the device was not received for evaluation. As examination of the device may not conclusively confirm or disprove the report of incorrect sizing quality accepts the physician¿s observations as to the reason for surgical intervention. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, undersized implant removed. No malfunctions. The device was revised. Titan known. No item or lot #.